Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an lnq22 implantable cardiac monitor experienced arrhythmia, ventricular fibrillation, undersensed polymorphic ventricular tachycardia (pmvt), and a syncopal event, which required hospitalization. During the syncopal event, the patient was attached to an electrocardiogram, which was recorded, and the linq device was interrogated; however, no electrograms of the event were recorded. A detection issue was identified, as the device did not sense the pmvt. The device was reprogrammed, and an upgrade to an implantable cardioverter defibrillator was planned, but not yet taken. No patient complications have been reported as a result of this event.